Manufacturer narrative:
Unit passed displacement test, self test and active current measurement. However, power management graph displays unexpected battery power loss, unit failed sleep current measurement and long trace displays low battery alert less than 1 week, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated insulin pump received replace battery now alarm. It was reported that customer received a low battery alert prior to the replace battery alert. Customer stated that the battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.